Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the cable had a few bumps in the insulation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder would not turn off. The rptr stated that the dc extension cable had been sterilized less than 20 times using sterrad. The extension cable was switched and the device worked fine. The replacement dc extension cable was used to complete the procedure. The hospital did not report any pt effects. The product was returned.